Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (2.5 mg at 0.3366 mg/day), bupivacaine (30.0 mg at 4.03915 mg/day), clonidine (250 mcg at 33.65961 mcg/day) and fentanyl (750 mcg at 100.97882 mcg/day) via an implantable pump. It was reported that during a pump refill, on (B)(6) 2020, a reservoir volume discrepancy was noted in which the expected reservoir volume was 19.9 ml and the actual reservoir volume was 24 ml. There were no associated signs or symptoms. On (B)(6) 2021, a volume discrepancy which was within normal limits was noted in which the expected reservoir volume was 14.1 ml and the actual reservoir volume was 15 ml. No actions were taken and the issue resolved without sequelae on (B)(6) 2021. It was indicated the event was related to the device or therapy.